Event description:
The laparoscopic bowel grasper broke at the junction where it opened and closed. The pin(s) which controlled the movement of the jaws of the grasper apparently fell out. However, no pins were visualized and no parts of the instrument could be seen inside the patient. The case was completed. Surgeon stated that he felt the 2 small pins would not affect the patient's health.manufacturer response:we called the representative from the company. The representative stated that the grasper was supposed to have two 1x1mm pins inside the jaws of the grasper. The device was given to the representative.